Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. One haptic is split\torn in the distal tip. The optic is split\torn from the gusset area across the center of the lens. A scratch is observed on the anterior surface. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and handpiece. The customer indicated the use of a viscoelastic, which is not qualified for company cartridge use. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/company cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, a lens was implanted and doctor saw that the lens had a line or scratch so removed it during the initial procedure. There was patient contact but no patient harm. The surgery was completed the same day.